Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution administration set was missing a luer lock. This observation was made before use. No patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Evaluation summary: the device was returned for evaluation. Visual inspection identified a missing luer lock and no solvent traces on the tubing. The cause was determined to be a skipped step during manual assembly by a human operator. The involved personnel were given awareness training to address this issue. Should additional relevant information become available, a supplemental report will be submitted.